Event description:
In 2003, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that after switching batteries, the patient had experienced red heart alarms lasting for a few minutes until hand pumping was initiated by the patient's spouse. The patient was flown into the hospital where they remain in good condition on pneumatic back up using a stroke volume limiter (svl) and drive console. The vad coordinator did mention that there was no excessive motor dust or abnormal sounds coming from the pump. The patient was not on a power base unit (pbu) at time of the alarms and as such, no alarm messages were seen. At that time it was decided to do a pump replacement. The patient remains stable and on lvad support. The pump will be sent to the manufacturer for analysis.